Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual inspection found error code 46783 while downloading event log. Cannot replicate cassette not attached alarms. Found missing battery door and damaged battery compartment. The probable cause of primary problem was the downstream occlusion (dso) sensor. Replaced main board and dso sensor to resolve the report error. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: facility name "infusystem canada - first biomedical inc". B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming cassette not attached. There was unknown patient involvement, and no patient harm/adverse event was reported.